Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1-address- (B)(6). The subject device was received and evaluated . Device evaluation found the image was black; due to corrosion of the plug unit. The customer reported issue was confirmed. Furthermore, the following defects were identified during device inspection: image guide (ig) protector was damaged, switch box (swbox) was deformed, switch 1 (sw1) was deformed, plug unit has corrosion; due to water leakage. Light guide (lg) bundles was broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported, the device had a screen blackout. The issue found at preparation for use. The device was replaced. And the intended diagnostic bronchoscopy procedure was completed with a similar device. There was no patient harm. No user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide corrections based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿- inspection of the endoscopic image - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.